Event description:
It was reported that multiple problems/issues were identified with the plunger of syringe components.

Manufacturer narrative:
It was reported that multiple problems/issues were identified with the plunger of syringe components. These were: the black rubber end of the plunger appearing to be "flipped on its side," plungers arriving with no black rubber ends, and plungers that are difficult to retract. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problems/issues. No syringe samples were provided for evaluation, however, based on the descriptions of the problems/issues the likely root cause was related to an issue with the component manufacturing process. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.